Event description:
Information was received indicating that a cuff to a smiths medical portex® bivona tts customized tracheostomy (trach) tube was noted to be leaking. There were no reported adverse patient effects.

Manufacturer narrative:
One bivona tts customized tracheostomy (trach) tube was returned for analysis. Upon visual examination the tube was observed to be discolored; orange/brown substance to the inside of airway tubing and inflation balloon. No holes, cuts, tears or other defects were noted. No leak was observed in the airway inflation line or balloon cuff upon testing for leak. However, while the cuff was observed, the cuff was noted to be slightly asymmetrical. Based on the evidence, the device met all manufacturing specifications as the complaint was not confirmed.